Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was explanted due to high thresholds. Autocapture was at 3.5 v at 0.4 ms, which resulted in asystole as the threshold was 4.0 v at 1.0 ms. An attempt was made to reposition the lead; however, this was unsuccessful due to the inability to retract the helix. It was also noted that the stylet would not insert more than 2 mm into the lumen. The lead was then removed and a new rv lead was implanted successfully. No adverse patient effects were reported.